Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing on the left ventricular (lv) channel. Technical services (ts) reviewed the device data and noted pacing inhibition on the presenting electrogram (egm). No adverse patient effects were reported. This lv lead remains in service.